Event description:
It was reported, following ins replacement, impedance testing showed low out of range values. Impedance readings were good prior to closing. One hour later, low impedance values again were seen. It was also reported the pt felt no stimulation sensation from the 0-3 electrodes. The pt was admitted to the hospital. Troubleshooting was being considered. Additional info has been requested but was not available on the date of this report.